Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 1300 mg/dl and high ketones were present that were identified as dangerous and life threatening. Cause of high bg and high ketones were due to pump shutting down. Reportedly, the high bg caused customer to lose consciousness. Customer was taken to the emergency room (ER) and subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline, insulin, potassium and heart monitors. Treatment resolved the issue. Customer was released from the hospital on (B)(6) 2023. Reportedly, customer now has memory loss from the incident. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.